Event description:
It was reported that during a remote follow up, undersensing and noise resulting in oversensing was noted on the device. Abbott technical support was contacted; however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.